Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 36 mg/dl. Customer did not troubleshoot their low blood glucose reading.customer was sweating. Customer sometimes had high blood glucose reading. Customer took of their insulin pump off at work. Customer treated with orange food. The product will not be returning for analysis.